Event description:
Pump was found to have a broken plunger driver by biomed. And they further noted that the syringe had not been loaded properly. Vague report of the pump to have not delivered for approx. An hour before this was noticed. The pump did not alarm in this case. This pump was being used on an adult patient. No treatment was ordered for the patient as a result of this event. No additional information has been available.